Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure. The exact procedure date was not provided. During the procedure, the clip was attempted to be deployed; however, the clip would not release from the catheter. The procedure was completed with two more resolution 360 clip devices. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: medical device problem code a15 captures the reportable event of clip failed to release from the catheter. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure. The exact procedure date was not provided. During the procedure, the clip was attempted to be deployed; however, the clip would not release from the catheter. The procedure was completed with two more resolution 360 clip devices. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.